Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer changed entire infusion set and still no delivery occurred during bolus. Customer's blood glucose was 302 mg/dl. Troubleshooting was done. The customer was educated regarding causes of no delivery alarm and advised to return the infusion set. No further information provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.